Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery (pta). A choice pt extra support 300 cm guide wire was advanced to the lesion however the wire became "banged up" in the very distal vessel and the tip detached. The guide wire was removed but the detached tip remained in the distal left pta. Angioplasty was performed with a non-bsc device which resulted in thrombus and a ruptured plaque. The thrombus and ruptured plaque were attributed to the poor flow in the distal vessel and the angioplasty performed, not the detached wire tip. The patient was given thrombolytics overnight and was brought back the next day. It was determined that the culprit lesion was not going to be accessible with balloons and wires. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).